Event description:
Reportedly, during interrogation on (B)(6) 2019, the detection of three mode switch episodes (with a total duration of 2h-20min) was observed in the device memory. However the egms of these episodes were not recorded.

Event description:
Reportedly, during interrogation on (B)(6) 2019, the detection of three mode switch episodes (with a total duration of 2h 20 min) was observed in the device memory. However the egms of these episodes were not recorded.